Manufacturer narrative:
The colonoscope was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant info becomes available, a supplemental report will follow.

Event description:
The user facility reported that during a diagnostic colonoscopy they experienced a total loss of image. The procedure was completed with the use of another similar endoscope. There was no pt harm associated with this event.